Event description:
It was reported that a spectrum pump failed to detect closed door. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, it was confirmed that the door was not fully latching. The evaluator opened the case halves and verified that the link did not fully retract. A review of the event history log (ehl) revealed multiple occurrences of door jammed load set messages. The cause of the condition was determined to be the hook screw protruding and when it contacted the case, the door would not fully latch. The hooks will be adjusted to address the issue. Should additional relevant information become available, a supplemental report will be submitted.